Manufacturer narrative:
Concomitant medical products - model: dtba1d1, crt-d; implanted: (B)(6) 2015 model: 694765, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to an infection. No further patient complications have been reported as a result of this event.